Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the label was delaminated, the cable was twisted and the head failed all uplink amplitude tests. The head was being sent on for repair and restock. Concomitant medical product: product ID: r2290 software analyzer. (B)(4).

Event description:
The radiofrequency programmer head was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.